Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of blindness unilateral, retinal artery occlusion and arterial occlusive disease were considered expected and possibly related to the treatment. Serious criteria included the need for urgent medical intervention with hyaluronidase, glucocorticoid, anticoagulants, vasodilators and hyperbaric oxygen treatment, and permanent damage. The non-serious, expected event of implant site necrosis and the non-serious, unexpected events of eye pain, eyelid ptosis, retinal oedema, papilloedema, varicose veins and maculopathy were considered possibly related to the treatment. Potential contributory factors include injection technique. Potential etiology include type I embolism of the central retinal artery. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [cn19029672 - lit article.pdf]

Event description:
Case reference number (B)(4) is a spontaneous literature report sent on 06-may-2019 detected by the company's medinfo team. The article refers to three patients. This case concerns patient no. 1, which is a (B)(6) year-old female patient. Zhang et al. Clinical observations and the anatomical basis of blindness after facial hyaluronic acid injection. Aesth plast surg. 2019. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with 2ml unspecified ha filler to the nasal region by the cosmetic physician in their private office. Immediately after injection, the patient experienced complete visual field loss of the left eye (blindness unilateral) and ophthalmodynia (eye pain). The patient also had severe blepharoptosis (eyelid ptosis). The patient was transferred to the hospital after 2 hours and did not receive retrobulbar hyaluronidase injection. The patient had underwent a fundus examination and ocular angiography. A fluorescein angiography (ffa) examination was performed to evaluate central retinal artery occlusion, and the fluorescein filled the central retinal artery and its branches in the normal eye. Indocyanine green angiography (icga) examination was performed to evaluate posterior ciliary artery occlusion and the choroid was full of fluorescence in the normal eye. Clinical observation: fundus examination: left eye: retinal pale edema (retinal oedema), optic disk edema (papilloedema), central retinal artery occlusion, varicose veins (varicose vein), macular cherry red (maculopathy), no light perception. Right eye: no abnormalities. Ocular angiography after retrobulbar injection of hyaluronidase: left eye: ffa: no fluorescence in the central retinal artery. Icga: background fluorescence partially absent in the choroid, macular edema. Right eye: no abnormalities. Diagnosis: central retinal artery occlusion (retinal artery occlusion) of the left eye, partial posterior ciliary artery occlusion (arterial occlusive disease) of the left eye. The patient (no.1) did not receive retrobulbar injection but received hyaluronidase injection to the nasal region. The patient was also treated with glucocorticoid, anticoagulants, vasodilators and hyperbaric oxygen at the hospital. The cutaneous ischemic necrosis (implant site necrosis) improved in patient but no improvement in vision at 6 month follow-up. A type I embolism of the central retinal artery usually causes complete visual field loss, such as that observed in patient no.1. Outcome at the time of the report: complete visual field loss of the left eye was not recovered/not resolved. Central retinal artery occlusion was unknown. Posterior ciliary artery occlusion was unknown. Retinal pale edema was unknown. Optic disk edema was unknown. Macular cherry red was unknown. Varicose veins was unknown. Ophthalmodynia was unknown. Blepharoptosis was unknown. Cutaneous ischemic necrosis was recovered/resolved.